Manufacturer narrative:
H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received eight units. During the visual examination, it was observed that the units were missing the clamp. The reported issue was confirmed. A missing clamp can occur during the manufacturing process. There is an automated vision system in place that inspects the products during manufacturing and preventative maintenance is regularly performed to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 8 bd nexiva¿ closed IV catheter systems were missing their clamps. The following information was provided by the initial reporter: "no clamps present [on the product]. This impacted at least 8 peripheral IV packages that I am aware of. Piv should have a clamp on it, so product is defective and unable to be used in practice."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd nexiva¿ closed IV catheter systems were missing their clamps. The following information was provided by the initial reporter: "no clamps present [on the product]. This impacted at least 8 peripheral IV packages that I am aware of. Piv should have a clamp on it, so product is defective and unable to be used in practice."